Event description:
A family member reported that the down arrow button was requiring additional presses to get a response; subsequently the down arrow button stopped responding to button presses. The patient reportedly wore the pump in a pocket and the pump was cleaning with an alcohol pad and water. The family member was advised to clean only with mild detergent and a lint free cloth.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the down arrow button and bolus button were found to be intermittently responding to presses. Contamination was found under all of the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).